Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet and pairing failed due to an incorrect sensor code, after which the user was guided to enter the correct code but pairing remained pending and a new sensor was started; the issue was related to user procedure and not to a specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.